Event description:
Customer reported receiving a glucose result of 23.5 mmol/l on their freestyle blood glucose monitor, which was reported to be a higher glucose result than how they felt. It was then discovered that the meter was providing results in the incorrect unit of measure. The customer then relayed an incident of receiving a glucose result of 9.1 mmol/l (which they interpreted as 91 mg/dl), and dosing with insulin based on this result. Customer reported feeling like he was going to pass out, so he ate some food and took 2 glucose tablets. Customer then experienced a grand mal seizure, and paramedics were called. Exact treatment administered by paramedics is unk. Customer was not admitted to the hospital, the paramedics stayed with the customer for approx 1 hr , and upon leaving, the paramedics obtained a glucose result of 160 mg/dl on an unk brand of meter.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.